Manufacturer narrative:
A failure analysis report was generated by an american medical systems quality engineer. The examination disclosed that the fiber cap had detached (i.e., the fiber melted and parted at the cap). The shrink tube also melted. The examination also disclosed that the jacket and shrink tube may have burned. The device failure was associated with a lack of cooling. The 2090 fiber endures a higher power, has a reflective cap area, and may be subjected to more heat, especially if cooling is blocked by tissue contact. Tissue contact creates char which further insulates the cap from cooling and increases heat by absorbing energy. The heat contributes to devitrification and associated weakening of the glass, making it subject to breakage from melting or mechanical or thermal stress. Glue burning increases pressure in the cap. Energy reflected back at the fiber cap from a scope, seed, stone or otherwise may have contributed to and/or created any melting in the crater area of the fiber cap. The root cause of the device failure was determined to be heat accumulation. No patient injury was reported. The product labeling (product insert 0127-1410) warns of possible cap detachment and instructions for retrieving.

Event description:
It was reported by the customer that on (B)(6) 2009 the fiber cap detached at 90,242 joules. No injury was reported. An examination, conducted by an american medical systems quality engineer, confirmed that the cap had detached, i.e. The fiber melted and parted at the cap. The shrink tube also melted. The shrink tube and the jacket may have burned.